Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with chronic high capture threshold and elevated high voltage lead impedance on the rv lead. During the procedure undersensing was observed on the rv lead. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable prior and post procedure.